Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having lumbar MRI due to back pain on the day of this call (this was not related to the device). Hcp stated patient felt a little shock in their lower back after being in scanner for about 15 minutes. The patient only experienced shock while in the scanner. It was unknown if the device was turned off for MRI but patient did not have any device with them when they came for the scan. There were no further complications that have been reported as a result of this event.